Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient woke up cold, with a fever at 101 degree and felt pain down the right arm and back. And, when the patient removed the purewick female external catheter there was blood on it. The patient went to the doctor and was advised about kidney infection but stated was currently feeling better. It was unknown if the device contributed to the infection and it was unknown what medical intervention was provided.

Event description:
It was reported that the patient woke up cold, with a fever at 101 degree and felt pain down the right arm and back. And, when the patient removed the purewick female external catheter there was blood on it. The patient went to the doctor and was advised about kidney infection but stated was currently feeling better. There was no allegation against the product.

Manufacturer narrative:
Per additional information received, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.